Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain:abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), hypersensitivity ("allergic reaction") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, gastrointestinal disorder, hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2015 , (B)(6) 2015, (B)(6) 2015. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted was conducted, however, no result was provided. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received.event "allergic reaction,psychologcal injuries,device migration, abnormal bleeding", lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain:abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), hypersensitivity ("allergic reaction") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, gastrointestinal disorder, hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2015. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted was conducted, however, no result was provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure (batch no. C95071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain:abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), gastrointestinal disorder ("other injuries/symptoms: gi conditions"), hypersensitivity ("allergic reaction") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, gastrointestinal disorder, hypersensitivity and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2015 , (B)(6) 2015, (B)(6) 2015. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted was conducted, however, no result was provided. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4). All information from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and gastrointestinal disorder ("other injuries/symptoms: gi conditions"). The patient was treated with surgery (hysterectomy full, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, gastrointestinal disorder, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2015. Patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), gi conditions. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 12-aug-2015: other. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- previously reported event ¿injury¿ updated to ¿pain: pelvic¿, events-¿ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and other injuries/symptoms: gi conditions¿, reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.